Event description:
Device issue: none. Adverse event: restenosis requiring intervention. Onset of adverse event: after the procedure. It was reported via trial that on (B)(6) 2008, the patient underwent direct stenting in the proximal left anterior descending artery with one xience v stent, the predilated left distal circumflex artery with one xience v stent, and direct stenting in the saphenous vein graft (svg) with one xience v stent. On (B)(6) 2009, the patient experienced chest pain and blurred vision that was diagnosed as silent ischemia. On (B)(6) 2009, the patient underwent an angiogram and revascularization via percutaneous coronary intervention in the left circumflex target vessel, but non-target lesion. The patient's clopidogrel was changed to prasugrel on (B)(6) 2009. The patient was discharged on (B)(6) 2009. Abbott vascular medical safety monitors assessed the revascularization as occurring in the svg target lesion. There was no additional information provided.

Manufacturer narrative:
(B)(4). (B)(4). Evaluation summary: there was no reported product deficiency. Angina, ischemia and stenosis are known adverse events as listed in the xience v instructions for use (IFU). The procedure was to treat a lesion in a saphenous vein graft (svg) which was direct stented. It should be noted that the IFU states "pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the xience v stent". Additionally "the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in pts with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm". It is unk if the direct stenting technique and implanting in a vein graft (svg) contributed to this case occurrence. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.